Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high sensor scan of 8.8 mmol/l approximately 1 hour after having lunch and experienced hypoglycemia symptoms of light-headedness and shaking however, the customer ignored their symptoms. The customer started to feel worse and experienced sweating. An additional sensor scan of 9.6 mmol/l was received when compared to a capillary result of 2.2 mmol/l (unspecified device) and the customer was provided orange juice and biscuits by their fiancé for treatment. There was no report of death or permanent injury associated with this event.